Manufacturer narrative:
The failure investigation has been completed and the alleged battery charging issue was verified; however, no failure was identified related to the button or touch screen issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touch screen was unresponsive. Additionally, the pump battery was unable to charge and the wake button was unresponsive. The customer's blood glucose (bg) was 388 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.